Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not identify any product defects or anomalies. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: a device history record was conducted previously on legacy complaint (B)(4). The review found no related manufacturing deviations that would have contributed to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2009, the primary surgery was performed via tha for right hip with the implants. On (B)(6) 2021, the revision surgery was performed because the cup fixation was lost and the acetabular was hardly damaged. In the revision, it was found that the corrosion at the neck had occurred and there was pseudotumor due to this corrosion. The surgeon couldn¿t remove the stem and it was left in the patient. He removed the head, insert and cup (other company's product). The revision surgery was completed successfully. The patient is rehabilitating of walking training. The surgeon commented that the pseudotumor was caused by the wear between insert and head, and the corrosion between the stem and head. We went attention to the sales rep to comply with the prescribed reporting date. No further information is available. Doi: (B)(6) 2009: dor: (B)(6) 2021 ; right hip.